Manufacturer narrative:
(B)(4). Additional information: the package was visually inspected and it was found that the tyvek had been partially peeled open at the peel tab on the chevron end of the package. The blister material shows the visible transfer of seal adhesive from the tyvek and that the seal had been complete indicating that the tyvek had previously been sealed to the blister. It is unknown when the package was opened. Packages are 100% inspected immediately after sealing and the sealed blister package is placed into a carton immediately after visual inspection. Random quality inspection is performed. Packages are never opened and returned to cartons at the packaging facility. It is suspected that the package was opened and then inadvertently returned to the shelf at the account. Due to the package evidence of prior seal, the complaint cannot be verified/confirmed. Lot history records were reviewed and the product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that when the warehouse personnel was performing the packing process that the primary packaging was opened.

Manufacturer narrative:
(B)(4).